Manufacturer narrative:
(B)(4). If the information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The expiration date is not currently available.

Event description:
It was reported by the sales rep that during an acl repair, the doctor placed the truespan device into her desired position within the meniscus, and when she pulled the deployment trigger for the first implant, the trigger jammed. This prevented the implant from being inserted. The doctor continued with the meniscal repair with a new truespan system.

Event description:
Clarified information received from sales representative on 05january2018: the implant did not deploy. When the surgeon fully depressed the trigger the usual audible click was not heard. It was believed the trigger was jammed. There was no patient consequences and because we already had another truespan open and ready to go, there were no time delays.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that there was generated a non-conformance report unrelated to the complaint condition. Therefore, there is no evidence of manufacturing anomalies related to this complaint on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Corrected data: device available for evaluation, device manufacture date.